Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side rupture and removal of textured implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, curved opening, white calcification (10%), yellow particles in shell. Leak test and microscopic analysis was performed which identified: a curved striated opening on patch overall assessed as surgical damage, a linear sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported unknown side rupture and removal of textured implant. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported unknown side rupture and removal of textured implant. Device has been explanted.